Event description:
The customer stated that she wanted her breeze2 meter to be replaced because it would not eject the test strips. She stated that she could not test due to the malfunction and did not know what her blood glucose levels were. The customer stated that her husband found her lying on the floor. She was sweating and in a diabetic coma. Paramedics were called, but the customer would not provide any more info about the event. She did not mention treatment, but most likely she was given glucose. The customer did not have test strips or control solution at the time of the call, so troubleshooting was not possible. Her meter is to be returned for eval. A replacement meter was sent to the customer.